Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity shown on paceart was different to that shown on the programmer. It was speculated that the discrepancy was due to the programmer requiring a software update. No patient complications have been reported as a result of this event.